Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). An angiography revealed an occlusion in the cx at the distal part of the graftmaster, but the occlusion cause was unable to be determined. An unspecified 2.5x12 balloon was then advanced to the graftmaster and inflated, resulting in timi 3 flow. A 3.0x18 non-abbott bare metal stent (bms) was then deployed distal to the graftmaster, overlapping the distal end of the graftmaster, followed by post-dilatation of the overlap area. A 3.0x22 non-abbott bms was then advanced into the lad and positioned so that the proximal end of this bms extended from the lad into the left main and aligned next to the proximal end of the graftmaster that extended from the cx into the left main. Angiography showed restoration of timi 3 flow in both the lad and cx, however, a waist was noted in the proximal cx (where the graftmaster is implanted). Thus, post-dilatation was performed using an unspecified 3.5x8 nc balloon inflated to 20 atmospheres (atm). The procedure was concluded with 0% residual stenosis, resolved chest pain, and stable hemodynamics. The inability to cross caused a delay, however, the delay reportedly did not cause harm to the patient. The patient was observed overnight in the intensive care unit, but there were no adverse sequelae and the patient was discharged the next day. No additional information was provided. Concomitant medical products: guiding catheter: guideliner, stent: 3.5x16 graftmaster. The customer reported that the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The graftmaster rx coronary stent graft system referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a lesion located in a 95% stenosed, moderately calcified, heavily tortuous ostial circumflex coronary (cx) artery. A free perforation with extravasation was noted after treating the lesion with an unspecified whisper es guide wire and an unspecified laser atherectomy device. Reportedly, both devices caused the perforation. A guideliner delivery catheter was required to facilitate delivery of the whisper es wire, due to the heavy vessel tortuosity, but no other device issues were noted with the whisper. A 3.5x16 rx graftmaster covered stent was advanced via radial access toward the perforation, but the stent dislodged when barely crossing the perforation, due to the vessel tortuosity. Attempts were made to retrieve the stent by advancing a 1.2mm and a 2.0mm balloon past then stent, inflating each balloon, then attempting to pull the stent back with the inflated balloon, but each attempt failed. The graftmaster stent was deployed using nc balloons (3.0x6 and 3.0x8), extending from the left main to the ostial circumflex. The proximal half was deployed in healthy tissue in the left main with the distal half still completely covering and sealing the perforation in the ostial circumflex. The patient experienced acute chest pain. Sluggish flow was noted in the left anterior descending (lad) coronary artery, which was reportedly due to the deployed graftmaster blocking flow from the left main to the lad and due to a pre-existing stenosed lesion.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported perforation, and the relationship to the device, if any, cannot be determined however the physical resistance and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.